Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that inadequate capture and increase in pacing impedance were noted on the left ventricle (lv) lead. A revision procedure was performed and the lv lead was capped and replaced to resolve the event. The patient was in stable condition.